Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was treated for the low blood glucose with a banana. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting the insulin pump and reservoir compartment and found that the pump works as designed. The customer was advised to contact their health care provider about the cause of the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.